Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that blood/tissue on the helix was removed with alcohol, helix extends normal, no issue with rotation found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the lead became dislodged. The lead rotated during turning of the fixation tool. The lead was explanted and not replaced. No patient complications have been reported as a result of this event.